Event description:
It was reported that the patient's pod alarmed 30 minutes after application without an alarm or notification on the personal diabetes manager. The blood glucose level rose to 20 mmol/l (360 mg/dl). Investigation of the device found cracks on the top and bottom housing which allowed fluid into the pod, resulting in corrosion.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Multiple attempts made to download the data from the pod were all unsuccessful. Measurement of the battery voltages found all three battery voltages to be depleted. Inspection of the printed circuit board (pcb) assembly found the pcb to be corroded. Without the data from the pod, it could not be determined if a hazard alarm was generated. The cause of the hazard alarm could not be determined. Cracks were observed on the top and bottom housing. No leaks were found along the fluid path. The top pulley pin, reservoir cap, mechanism rail, linkage assembly, batteries and pcb were found to be corroded. Due to the size of the cracks in the top and bottom housing and the location of the corrosion, it can be concluded that the cracks allowed fluid ingress into the pod and resulting in corrosion. The corrosion caused the batteries to be depleted and prevented download data from getting retrieved. The exact timing and cause of the cracked housing could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Multiple attempts made to download the data from the pod were all unsuccessful. Measurement of the battery voltages found all three battery voltages to be depleted. Inspection of the printed circuit board (pcb) assembly found the pcb to be corroded. The cause of the event could not be determined. Cracks were observed on the top and bottom housing. No leaks were found along the fluid path. The top pulley pin, reservoir cap, mechanism rail, linkage assembly, batteries and pcb were found to be corroded. Due to the size of the cracks in the top and bottom housing and the location of the corrosion, it can be concluded that the cracks allowed fluid ingress into the pod and resulting in corrosion. The corrosion caused the batteries to be depleted and prevented download data from getting retrieved. The exact timing and cause of the cracked housing could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.